Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, a4, b3, b4, b5, b6, b7, d11, g3, g4, g7, h1, h2 and h6. Previous codes of tilt, perforation, fracture, embedded, retrieval difficulty, new codes of groin pain and anxiety. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt, perforation of all struts outside the wall of the inferior vena cava (ivc), fracture of one or more struts, and the filter is embedded and unable to be retrieved. The patient reported becoming aware of filter tilt, perforation of ivc, perforation of organs, fracture of struts (at inferior and superior locations), embedded filter and filter unable to be retrieved, approximately two months after the index procedure when the patient underwent an unsuccessful percutaneous retrieval attempt. The patient also reports mental anguish and groin pain. According to the medical records, the patient has a history of deep vein thrombosis, pulmonary embolism, edema, hypertension, high cholesterol, reflux disease, arthritis in both knees and pre-ventricular contractions. The filter was placed prior to a planned total knee replacement procedure. The filter was placed via the patient's right common femoral vein and deployed into the infrarenal area of the ivc. Two months after the index procedure a venogram performed during the removal attempt indicated that the filter was tilted. The retrieval hook was embedded in the wall of the ivc and therefore not able to be snared for retrieval. Approximately six years and eight months post implant the patient underwent a computed tomography scan of the abdomen. The images were submitted to outside review on approximately one year and seven months later. The review of the images noted that the filter is severely tilted and is embedded in the ivc wall. The review also noted that the struts of the ivc filter perforate the ivc up to 6mm, 2 anterior struts contact the small bowel and 1 posterior strut contacts the l3 vertebral body, and a lateral strut that is fractured at the superior and inferior locations. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Without procedural films or images for review the reported event(s) could not be confirmed. Anxiety and groin pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis, pulmonary embolism, edema, hypertension, high cholesterol, reflux disease and arthritis in both knees. The patient¿s medical history was also notable for pre-ventricular contractions the filter was placed prior to a planned total knee replacement procedure. The filter was deployed via the patient's right common femoral vein. It was placed into the infrarenal area of the inferior vena cava (ivc). Two months after the index procedure a venogram performed during the removal attempt indicated that the filter was tilted. The retrieval hook was embedded in the wall of the ivc and therefore not able to be snared for retrieval.   Additional information received per the patient profile form (ppf) states that the patient experienced tilt of the filter, perforation of ivc, perforation of organs, fracture of struts (at inferior and superior locations), embedded filter and filter unable to be retrieved. The patient became aware of the reported events two months after the index procedure when there was an unsuccessful attempt to remove the filter. The patient continues to experience mental anguish and daily groin pain. Computed tomography (CT) scans done approximately six years and eight months after the index procedure were evaluated eight years and four months after the index procedure. The review noted that the filter was severely tilted and was embedded in the ivc wall. The review also noted that the filter struts perforate the ivc up to 6 mm, two anterior struts contact the small bowel and one posterior strut contacts the l3 vertebral body. A lateral strut was fractured at the superior and inferior locations.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt, perforation of all struts outside the wall of the ivc, fracture of one or more struts, and the filter is embedded and unable to be retrieved. The indication for the filter placement has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural or post implant films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of all struts outside the wall of the ivc, fracture of one or more struts, embedded and unable to be retrieved. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.